Event description:
A 2 fr percutaneous catheter placed per antecubital vein. Threaded approx 10 cm; wouldn't advance further. Crx interpreted catheter to be in mid-clavicular region. Child arrested unexpectedly 1 1/2 days later. Pericardial top removed amber fluid. Resuscitation unsuccessfully. Pt expired. Crx during arrest revealed catheter tip possibly at ra/rv junction. Heart autopsy revealed tract through myocardium. Line perforation of myocardium suspected etiology of tamponade.